Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed prolonged ¿dosing stopped¿ events, with alerts including ¿restart ilet (alert 42)¿ identified as a motor current sense failure and an ¿insulin set expired¿ notification, during which the patient¿s blood glucose was 215 mg/dl. Symptoms included hyperglycemia. Outcomes included temporary interruption of insulin delivery. Investigation included guided review of the alarm history, a forced restart of the ilet via the app, and replacement of the infusion set, along with assignment of additional user training. Investigation of this case revealed that the motor current sense failure alert did not recur after restart and that an expired infusion set was present, indicating device alarm behavior consistent with motor current sensing and infusion set maintenance issues. It was concluded, based on previously established findings for similar reports, that the cause was use error related to unresolved alarms and infusion set expiration, with device function restored after restart and set change. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.